Event description:
Unomedical reference number (B)(4). Event occurred in saudi arabia. On (B)(6) 2024, the patient hospitalized in emergency and get complaints of high blood sugar and the bg level is goes up to 400 and suffer with treatment hyperglycemia/diabetic ketoacidosis or diabetic coma. Patient reports when admitted in hospital feeling sick. The event for high blood glucose is for 1 day. The infusion set long for 2 days and patient also found infusion set cannula was bent and it was reported that the patient faced infusion set cannula was bent. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.